Event description:
Pt was being transferred from hospital to hospital. Pt was put on vent and during transfer the vent alarmed problem with o2. O2 was checked and also switched over to main o2 supply. It alarmed on main o2 supply about 35 to 45 sec. With no improvement. Vent was also charged and plugged into the ac outlet when problem occurred. Pt had no compromise due to medic bagging the rest of the transfer.